Manufacturer narrative:
(B)(4). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). All available information has been disclosed. This complaint has now been closed.

Event description:
Air bubbles came out from 8268vit27 (lot # unknown). The actual item is disposed of and cannot be returned to dorc.